Event description:
Hcp reports a pt having a seizure while undergoing a diagnostic eeg. The pt had no prior history of seizure activity and no medical condition that would cause a seizure. The seizure occurred in the presence of the reporting nurse and the eeg operator and technician. The seizure was a toric-clonic seizure lasting one minute. The pt did not require any medication and did not suffer any injuries. The seizure was felt to be directly related to the stimulator in the motor cortex of the brain and occurred directly with turning on and changing the amplitude of the stimulator.